Manufacturer narrative:
Initial emdr is being re-submitted per request of FDA on 02-apr-2021. Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details has been received at this time. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: july 25, 2016 . On 18-aug-2016, the following correction was identified: the MFR report number was previously reported as 1049092-2016-00329 on the initial MDR, submitted to the FDA on july 25, 2016. The MFR report number has been updated to reflect the correction made to the manufacturing site. Manufacturer name, city and state updated. Manufacturer report number updated. Manufacturing site number updated. Reported to the FDA on september 6, 2016. On (B)(6) 2016, the investigation was closed with the following results: batch record review for lot # 6e00838 was performed and indicates no discrepancies. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according to the requirements. The results were documented in the product batch records. The product was packed and labeled according to specifications. No physical sample or photograph is expected. This issue will be monitored through the post market product market monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 4, 2016 (B)(4).

Event description:
End user states wafer is extremely hard to remove. No patient harm was reported.

Manufacturer narrative:
Corrected data: the MFR report number was previously reported as 1049092-2016-00329 on the initial MDR, submitted to the FDA on july 25, 2016. The MFR report number has been updated to reflect the correction made to the manufacturing site. D3 - manufacturer name, city and state updated. G9 - manufacturer report number updated. H10 - manufacturing site number updated. Reported to the FDA on september 6, 2016. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.